Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in prior to gastric bypass surgery. At some time post filter deployment, it was alleged that filter perforated, tilted, migrated caudally in the vena cava and one of the struts detached and displaced within the vena cava. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in prior to gastric bypass surgery. At some time post filter deployment, it was alleged that filter perforated, tilted, migrated caudally, and one of the struts detached and displaced within the vena cava. The patient reportedly experienced back and abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard g2 filter was deployed over the l2-l3 interspace for a patient with super morbidly obese and at increased risk for deep vein thrombosis. The filter was oriented longitudinally with the cava. The sheath was removed. Pressure was applied to the right groin. There was no continued bleeding. Dressing was applied. The patient tolerated the procedure well. On the same day, arteriogram was performed which showed the second film reveals an inferior vena cava filter in place, projected over the right aspect of the l2 and l3 vertebral bodies. Approximately, four years and one month of post deployment, anteroposterior view of lumbar spine image was performed which showed filter was positioned at the l3-l4 level on the lumbar spine series, raising a question of caudal migration in the interim. The filter was tilted laterally 20 degrees, based on the anteroposterior lumbar spine image from previous study. One filter strut was fractured and displaced medially on the lumbar-spine series. Therefore, the investigation is confirmed for the filter migration, filter tilt, and filter limb detachment. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 04/2009),g3,h6(method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in prior to gastric bypass surgery. At some time post filter deployment, it was alleged that filter perforated, tilted, migrated caudally, and one of the struts detached and displaced within the vena cava. The patient reportedly experienced back and abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged filter migration, filter tilt, filter limb detachment and perforation of the inferior vena cava (ivc) as no objective evidence has been provided to confirm any alleged deficiency with the filter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review will not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the litigation process that a vena cava filter tilted, migrated, detached and struts perforated. The patient reportedly experienced back and abdominal pain; however, the current status of the patient is unknown.